Event description:
It was observed that during the device evaluation, the inner sheath exhibited the inside tip of ceramic insulation was shaved off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue is caused by a component failure of ceramic tip. The ceramic tip failure is a mechanical component problem, but the cause of the ceramic failure could not be determined. It is most likely that repeated force and friction was applied to the same position of the contact. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.